Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. The cause of low bg was unknown. The customer attempted to address the low bg by consuming glucose tablets, but received third party assistance from paramedics, who provided intravenous therapy (IV) of 200 ccs of dextrose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.